Manufacturer narrative:
The associated complaint device was not returned. It is the user¿s responsibility to verify the sterility date before use. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records for the listed batch did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that during a tka procedure, surgeon implanted expired implant on (B)(6) 2019. No delay. No backup device available. No impact or issue to patient have been reported so far.